Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the wake button was unresponsive. Reportedly, the wake button sits below the pump casing, which was making it challenging to depress the button down. Customer confirmed pump display turned on when plugged into a power source. Customer¿s blood glucose was not impacted. Reportedly, customer continued to use the pump for insulin therapy.